Manufacturer narrative:
The device was returned to olympus for evaluation. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility returned the olympus (140) flex videoscope due to rust in the device distal end channel. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not evaluated by olympus, per the user the device was sent to a third party for maintenance. The third party maintenance report was provided, their service report indicates corrosion at the biopsy channel end. Repair was done for the channel replacement, minor repair of the bending section and the angulation adjustment. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device reprocessing procedure differed from that of the device instructions for use (IFU). The following is included in the instructions for use (IFU) and may help detect or prevent the event: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ "equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. ¿ olympus will continue to monitor field performance for this device.